Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 10/2015 and not 1/18/2016 as provided in the initial report. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Surgeon reported on (B)(6) 2016 that he had a patient that was treated with the catalys laser and there was a suction break during fragmentation treatment. Capsulotomy had already been completed without issue. There were no other incisions programmed for this patient. After placing the patient under the operating microscope in the operating room, surgeon noted scoring of the cornea. He proceeded with the cataract surgery with no further incidents. Abbott representative was present as event occurred with the fourth case of the proctored training process for surgeon certification.